Event description:
It was reported that, during a meniscus repair surgery, t1 had to be removed by tweezers. T2 couldn¿t be removed from the patient and remained inside the body. Surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor was detached from the needle and still attached to the suture. The t2 anchor has been pushed to the distal tip. No physical damage visible to the device imaged. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor was deployed from the device. The t2 anchor was at the distal tip of the needle. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator could function as intended. The t2 anchor could be deployed from needle with pressure applied from behind as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in h6 (health effect - impact code). Correction in h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference (B)(4).